Manufacturer narrative:
The device returned for service. The root cause is undetermined. No additional information at this time.

Event description:
Device returned for unknown reason for service or repair. This is report 1 of 1 for event #com-(B)(4).